Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had stimulation in the wrong location. The patient was feeling stimulation and paresthesia in their legs instead of their back. They had never had paresthesia in their back since the implant. The patient was on group a. They switched to group c and the stimulation was also in their legs. The patient did not have any other groups available. The patient noted that they were able to feel the stimulation in their back with the trial but not with the permanent implant. The patient did not feel like the permanent implant was helping as much as the trial did. The patient switched back to program a and increased the stimulation. The patient had a doctor¿s appointment on (B)(6) 2014 and met a manufacturer representative there. At the doctor¿s appointment an x-ray was performed and the right lead appeared to have shifted one electrode cephalad since the implant. The physician did not think that was significant. A reprogramming was attempted with all 16 electrodes with multiple changes to amplitude, pulse width, rate, polarity, and configuration but they were not able to get paresthesia in the patient¿s back. The doctor felt that a revision might not be successful since the patient never felt stimulation in their back. The patient had always had good coverage in their low hips and legs and the patient decided to keep using the stimulator to help with leg pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the patient¿s system was completely explanted per the patient¿s request. The patient wanted to proceed with a spine fusion and was seeing a different health care provider (hcp).